Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that the syringe tips were broken. Six unpackaged 20ml luer lock syringes were received for evaluation, five red tip caps and one clear plastic cover were included. Visual inspections to the quality inspection standard were conducted. A broken luer tip was identified on all six of the syringe samples. A cracked syringe barrel face was observed on five of the syringe samples and cracked/damaged luer skirt was identified on three of the syringe samples. The luer tip and luer skirt were completely broken off of one of the syringe samples. A sticky substance was adhered to the outside of each of the syringe barrels, most likely from a label. A visual inspection of the five red tip caps found the broken luer tip inside each of the tip caps. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on the available information, an exact root cause could not be determined. No corrective and preventive actions will be initiated at this time. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported broken syringe tips.